Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on other consumer non-adc product and the customer did not notice a trend arrow on the device. The customer experienced hypoglycemia and was able to self-treat with extra insulin. There was no report of death, serious injury, or mistreatment associated with this event.